Event description:
It was reported that everything looked black during the procedure causing a completely loss of image while instruments were inside the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Ccu failed functional testing with blank video output. Cause of output malfunction is a corroded camera head receptacle. Receptacle is making intermittent contact with edge card causing blank image. Product passed functional testing with a known good camera head receptacle installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.